Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/28/2013 and has no repair history at zimmer surgical. Evaluation of the device observed excessive wear, erosion and bubbling of the surface material along the leading edge of the head. The head was nicked and numerous spots of discoloration were observed. Damage to the neck was also observed. Prior to repair, the device was within calibration specifications at all tested thickness settings. Repair of the device included replacement of the head, neck and standard repair parts. No further information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused a reaction with the surface coating, resulting in the observed bubbling event. In addition, improper handling was most likely the cause for the nick to the head. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii handpiece had a chip on the cutting surface. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.